Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d9, g3, g6, h2, h3, h6, h11. Product was returned and assessed. The ceramic head was fractured approximately in half, with irregular fracture surfaces featuring clean flat regions adjacent to rougher surfaces. Numerous metal transfer marks were observed within the taper and on all surfaces, likely from contact with the stem, acetabular shell, or instruments during time in vivo and/or removal. The complexity of the fracture surfaces did not allow a determination of the fracture initiation point, making it impossible to determine the root cause of the ceramic head fracture. The neutral liner was also fractured approximately in half, with only the two major halves returned. Small ceramic fragments were embedded within the articulation surface. Significant scratching and gouging were noted on the articulation surface and rim, along with thinned and worn-through polyethylene near the pole of the reassembled liner. The backside of the liner exhibited significant scratching and gouging near the thinned area. It was concluded that the liner fracture was likely secondary to the head fracture; after the ceramic head fractured and the fragments moved or misaligned, the stem taper possibly bore directly on the articulation surface of the liner for some time, leading to its fracture. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored per complaint trending process. Radiographs were provided and reviewed by a radiologist. The review identified that a left hip arthroplasty is present. There is a comminuted fracture of the femoral head implant and there is ceramic debris at the inferior joint. The trunnion maintains alignment with the acetabular cup without dislocation. No implant loosening is identified. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent a total hip arthroplasty and subsequently, revision surgery was performed due to a femoral head fracture. Due diligence is in progress for this complaint. To date no additional information or product has been received.

Manufacturer narrative:
(B)(4). D10 - medical devices. Dural alpha insert neutr ii/32; item# 01.00013.409; lot# 3114031.tprlc 133 t1 pps ho 15x150mm; item# 51-104150; lot# unknown. Allofit alloclas shell 52/ii; item# 4245; lot# 3121357. G2: foreign - europe : netherlands. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.